Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was sent down by the representative as having issues with cooling. Per additional information updated from (B)(6) on (B)(6) 2025, biomed had email from (B)(6) to follow up on case (B)(4). Tm stated device needs calibration and there were issues with temperature reading. The notes for the call state there was a low flow alarm, but flow rate was 1.2lpm, inlet pressure (ip) was -7psi. Unclear what the issue with this device would be. Transferred to tech support.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. Per additional information updated from ttm on 29aug2025, biomed had email from tm to follow up on case (B)(4). Tm stated device needs calibration and there were issues with temperature reading. The notes for the call state there was a low flow alarm, but flow rate was 1.2lpm, inlet pressure (ip) was -7psi. Unclear what the issue with this device would be. Transferred to tech support. Per follow up information received via task on (B)(6) 2025, biomed associate reported that they had a mixing pump on order and was awaiting the part to come in. The device would be repaired on-site and would be put back in service once the repair was complete. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Correction: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was sent down by the representative as having issues with cooling. Per additional information updated from ttm on 29aug2025, biomed had email from tm to follow up on case (B)(4). Tm stated device needs calibration and there were issues with temperature reading. The notes for the call state there was a low flow alarm, but flow rate was 1.2lpm, inlet pressure (ip) was -7psi. Unclear what the issue with this device would be. Transferred to tech support. Per follow up information received via task on 11sep2025, biomed associate reported that they had a mixing pump on order and was awaiting the part to come in. The device would be repaired on-site and would be put back in service once the repair was complete.